Manufacturer narrative:
Method: the device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported after an endoscopic vein harvesting procedure was completed, the pa noticed that the vh-3000 jaws appeared to be scraped. The hospital did not report any patient effects. It is unknown if the product is returning. The tm mentioned that the pa may have inserted/taken out the hemopro with the jaws opened and he also didn't put the scope in first before the hemopro.